Manufacturer narrative:
The dealer advised that the customer is not a smoker, and it didn't appear that the unit had been tampered with. Photographs of the concentrator were provided, which show deformation to the left sieve bed cap and discoloration of the attached tubing, indicating that an overheating event had occurred. Additionally, the photos show discoloration and deformation of the cabinet's exterior near the inlet filter and cabinet filter door, indicating that the overheating event exited the shroud. Based on this evidence that the overheating event exited the shroud, this incident is being reported to the FDA out of an abundance of caution. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The device has been returned to invacare for further evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that the irc5po2v concentrator had signs that a fire had occurred, though a fire was not actually witnessed. The dealer stated that the inside of the unit had melted in the area of the left sieve bed and pe valve.

Manufacturer narrative:
The evaluation of the concentrator was completed. The evaluation findings are consistent with what was previously reported, that an overheating event had occurred. It was observed that the tubing from both sieve beds were darkened. Additionally, the left sieve bed cap and attached tubing had melted, which allowed sieve material to spray out. This caused damage to both the interior and exterior of the device, which exhibited areas of discoloration and deformation.

Event description:
The dealer reported that the irc5po2v concentrator had signs that a fire had occurred, though a fire was not actually witnessed. The dealer stated that the inside of the unit had melted in the area of the left sieve bed and pe valve.